Event description:
Pt underwent right hip total arthroplasty. Postoperatively, the pt has had increasing hip pain. A month later, physician was notified that the lot number implanted was among those recalled by the co for conerns that mfg residue left on the socket may cause adverse reactions including hip pain and the potential for hip failure. Pt may require revision of arthroplasty.